Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 1 previously reported event is included in this follow-up record. Product return status: 1 device was not available for evaluation.

Event description:
This report summarizes 1 malfunction event in which the device had debris in sterile package. 1 event had patient involvement; no patient impact.

Event description:
This report summarizes 1 malfunction event in which the device had debris in sterile package. 1 event had patient involvement: no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 1 event was reported for this quarter. Product return status 1 device investigation type has not yet been determined. Additional information 1 device was labeled for single-use. 1 device was not reprocessed or reused.